Event description:
It was reported that the device would power on to the self test screen and lock up. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the programmed sys controller and user interface pcb assemblies and observed proper device operation through functional and performance testing, the device was returned to the customer for use.